Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The husband stated that the customer was in a coma from (B)(6) 2014. It was stated that the cause of the death was an open heart surgery and an infection. The caller also stated that they went to a vacation on (B)(6) 2014 and the customer was wearing the pump. Husband stated that the customer was having problems with the insulin pump and the cannula bending. Husband was not sure when the customer disconnected the insulin pump. No further information was provided.